Manufacturer narrative:
Additional information was received that the reason for revision was due to lead migration. The physician opted to removed and upgrade the ipg for best possible outcome. The patient was doing well postoperatively and was getting better coverage. The explanted devices were discarded.

Event description:
It was reported that the patient underwent a revision procedure wherein the ipg and leads replaced for an unknown reason.

Manufacturer narrative:
Model number/ catalog number: sc-2218-50, serial number: (B)(4), batch/ lot number: 5123587/ 5123637, model/ catalog description: linear st lead kit 50 cm.

Event description:
It was reported that the patient underwent a revision procedure wherein the ipg and leads replaced for an unknown reason.